Event description:
The customer complained of the insulin pump alarming no delivery. During the phone call, the customer reported that she was hospitalized due to hyperglycemia and diabetic ketoacidosis. The reported blood glucose reading was 146 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.